Event description:
Info received indicated the trend function was not operating.

Manufacturer narrative:
The hill-rom tech replaced the pc board and adjusted the trend limit switches to resolve the issue.